Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke at the knob near the handpiece. Per the customer, a flash was seen and the fiber stopped working. No patient injury was reported.